Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the user complains they had difficulty detaching the tubing from the luer for use of the syringe. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: yesterday the customer stated that from the last received butterfly needles they had difficulty detaching the tubing for use with a blood gas syringe. On second thought, I wonder if it might actually be about removing the luer adapter from the tubing instead of the tubing itself, do you know what that might be like? Hose of the butterfly needle is difficult to loosen (for application with blood gas syringe). On closer inspection it could also be a matter of loosening the luer from the tubing.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the user complains they had difficulty detaching the tubing from the luer for use of the syringe. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: yesterday the customer stated that from the last received butterfly needles they had difficulty detaching the tubing for use with a blood gas syringe. On second thought, I wonder if it might actually be about removing the luer adapter from the tubing instead of the tubing itself, do you know what that might be like? Hose of the butterfly needle is difficult to loosen (for application with blood gas syringe). On closer inspection it could also be a matter of loosening the luer from the tubing.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the user complains they had difficulty detaching the tubing from the luer for use of the syringe. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: yesterday the customer stated that from the last received butterfly needles they had difficulty detaching the tubing for use with a blood gas syringe. On second thought, I wonder if it might actually be about removing the luer adapter from the tubing instead of the tubing itself, do you know what that might be like? Hose of the butterfly needle is difficult to loosen (for application with blood gas syringe). On closer inspection it could also be a matter of loosening the luer from the tubing.

Manufacturer narrative:
H6: investigation summary: no customer samples or photos were received for evaluation. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. As no customer samples or photos were received the scope of this investigation is limited. Based on a review of batch records, no root cause from manufacturing was identified as a contributor.